Event description:
During the last visualization of the site at the end of an lsh procedure, the surgeon noticed a half moon shaped mark or a possible burn on the internal abdominal wall located on the opposite port side of the sord. They were using an applied trocar with a reusable grasper in trocar on this side of the pt. The mark, or burn, was near the applied trocar site. The surgeon stated to our territory mgr that it did not appear to have been device related. There was no hospitalization needed. The surgeon did not feel that it would cause the pt any pain or discomfort.

Manufacturer narrative:
The device has been discarded by the facility. As a result, a determination cannot be made. If further info becomes available, gyrus acmi will continue the investigation and update the agency accordingly.